Event description:
According to a summary report rec'd from the hosp, the pt underwent open heart surgery for an aortic root replacement and a vein graft to the right coronary artery. The pt's bjork-shiley convexo-concave aortic heart valve was replaced at that time. Two days post-operatively, the pt underwent a second open heart surgery and an intra-aortic balloon pump was inserted. The pt had progressive worsening of his hemodynamic condition and was diagnosed with heparin-induced thrombocytopenia. The report also stated the pt suffered a stroke, cardiogenic shock, pneumonia, and sepsis. The pt died five days after surgery. The cause of death was reported to be multisystem organ failure.